Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012150686 was returned and analyzed. The loop catheter appeared intact without any visible issues. No anomalies were observed on the shaft, handle or the array region. The shape of the capture device was unremarkable with no atypical features. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was interrupted due to error 2003 (there was a replay error.) Testing for electrical continuity revealed an open loop at electrode seven. Dissection confirmed that the electrode wire seven was charred and broken within in the shaft; about two inches distal to the handle tip. In conclusion, the loop catheter failed the returned product inspection due to a charred and broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an overcurrent detection message was received while ablating the left inferior pulmonary vein (lipv). Via fluoroscopy, it was observed that the electrodes were not in contact with other electrodes and the guidewire was not in contact with the electrodes. The generator was rebooted without resolution. The catheter and catheter interface cable were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.